Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The ER (emergency room) physician reported that the patient had been traveling and staying in a hotel for 2 weeks, and that he had gotten his pump filled the day before he left and was now experiencing increased spasticity and pain. The hcp stated that the patient ¿thinks the pump is malfunctioning¿ but had not heard any audible alarms. The hcp confirmed they did not have a clinician programmer on site, and they were looking to have the pump interrogated.